Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a closed sample. Tightness test to the closed sample received has been performed and the unit is tight. The rotation test performed on the received closed sample confirmed that the unit is compliant with the specified requirements. We have tested the knot pull tensile strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia: 3.53 kgf in average and in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia: 2.22 kgf in average and in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 3.84 kgf in average and 3.56 kgf in minimum and fulfilled ep requirements: 2.73 kgf in average and 1.37 kgf in minimum. Needle attachment results conducted on samples before releasing the product were 2.12 kgf in average and 1.88 kgf in minimum and fulfilled ep requirements: 1.12 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reported that suture has snapped during c-section. Additional information: no patient injuries have occurred from these incidents; in both cases, the needle was successfully removed from the tissue. (B)(4) novosyn chd 2/0 hr 37 90 cm = incident on (B)(6) 2025 · patient ID: (B)(6). Episiotomy: during the initial stage of suturing, the needle detached from the thread; the needle was retrieved from the tissue. The used suture-needle was disposed of, but one package with the same ref number remains. I have now spoken with the midwife who did the stitching. She said it's difficult to know exactly what happened, but she assumes that the needle came off because there was no thread end in the needle.